Event description:
It was reported that a spectrum pump did not detect a downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, during flow testing, downstream occlusion not detected could not be confirmed or reproduced. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'downstream occlusion not detected' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 2400100000-2022-8069 for this event. The following information was provided by the customer in the medwatch report. During medication delivery of nitroglycerin gtt the pump failed to alert for downstream occlusion. The nurse disconnected the tubing from the nitroglycerin gtt, the medication was under pressure and sprayed from the tubing. The peripheral intravenous line was clamped/occluded; however, the pump failed to alert for the downstream occlusion. There was no medication administered for an unknown length of time. There was no report of patient injury or medical intervention associated with this event. When the pump was tested by the facility¿s biomedical technician after the event, the pump failed downstream occlusion testing. Should additional relevant information become available, a supplemental report will be submitted.